Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause of the corrosion was due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for separate issues. During the device analysis, the service repair technician identified that the insertion tube and the rubber had corrosion. It was determined that the corrosion was most likely due to component failure. There was no patient involvement.